Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation; the video cable was broken therefore stripes in the image, the fibre bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. A definitive root cause of the broken cable could not be identified. The most probable cause of the complaint is a cause not established. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay to the procedure. The procedure was completed using a similar device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope image was disrupted due to a broken cable. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.